Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2014-04780, 2134265-2014-04781, 2134265-2014-04782. It was reported that during a coronary artery stenting treatment procedure, chest tightness occurred. In (B)(6) 2010, the patient presented with chest pain associated with shortness of breath and nausea. The patient was diagnosed with unstable angina (braunwald classification: ia) and cardiac catheterization was recommended. The 1st target lesion was an in-stent restenotic lesion located in the distal saphenous vein graft (svg) to 1st diagonal branch (dx1) with 80% stenosis and was 8mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with direct placement of a 3.00x12mm taxus liberte stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was a de novo lesion located in the 2nd obtuse marginal branch (om2) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. The target lesion was pre-dilated with a 2x12mm maverick 2 balloon and a 2.25x16mm taxus liberte stent was placed. The vessel was also post-dilated with a 2.25x6mm apex balloon with 0% residual stenosis. Following this, a transient slow flow was noted in the om2. Of note, the patient was noted to have chest tightness following the inflations with the 2x12mm maverick 2 balloon. It¿s unknown if this chest tightness was treated or not. At the end of the procedure, the patient was noted to have slight vagal reaction with mild hypotension, bradycardia and nausea which was treated with IV fluids and 0.5 mg of atropine.